Manufacturer narrative:
H3/h6: the system was serviced in the field. And the power conversion board was replaced. Codes b01, c02 and d02 apply. The power conversion board, lot number: s1506jyz rev. H, was returned and analyzed. The device was installed in a test system. The system booted and readied. It was confirmed, that voltage drifted and there were drivability issues. Cods b01, c02 and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r, serial/lot #: (B)(6) rev. A h2) the following product ID: bi71000462 was returned unused and is no longer relevant to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: -, ubd: , UDI#: ; product ID: (B)(4), serial/lot #: -, ubd: , UDI#: ; product ID: (B)(4) , serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A1502 was coded for the system stopping. A150204 was coded for the drive not engaging. Multiple annex g codes were coded for this event. G02027 was coded for the kit svc o2 bi71000860r encl pwr conv rfb. G04035 was coded for the kit svc bi71000221 pcba gen dgtl mtn cnt. G04063 was coded for the kit svc o2 bi71000462 handle assy. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would stop and not engage the drive when attempting to transport the system. There was no patient involvement.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r, serial/lot #: (B)(6). Rev. A h2-3) the power converter was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and performance testing, the reported issue was confirmed. The results of the analysis concluded that the returned component had electrical failure and was faulty. Codes: b02, c02, d02 h2) see additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.